Event description:
It was reported that the insulin pump's piston did not touch the reservoir. The customer's mother stated that during priming, she saw drops and numbers without any issue; she stated that a day and a half later, the customer woke up observing a separation between the piston and the reservoir. The blood glucose reading was over 150 mg/dl. The caller stated that during troubleshooting, the insulin pump passed the self test. She was advised that there may have been a vent blockage in the reservoir. She was advised that the reservoir be replaced. Nothing further reported.

Manufacturer narrative:
A complete analysis and testing of the reservoir showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.